Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue, customer declined follow up after pump reset.